Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the catheter was found to be detached from the patient after injecting 20ml of sterile water to drain the urine smoothly. It was also stated that the patient was under long term indwelling catheterization. During examination, it showed that the airbag was in a state of collapse and the air leaked. The catheter was immediately replaced and reinserted. Also stated now the catheter was in place.

Event description:
It was reported that the catheter found to be detached from the patient after injecting 20ml of sterile water to drain the urine smoothly. It was also stated that the patient was under long term indwelling catheterization. During examination, it shows that the airbag was in a state of collapse and the air leaked. The catheter was immediately replaced and reinserted. Also stated now the catheter was in place.

Manufacturer narrative:
The reported event was inconclusive, as no sample returned for evaluation. A potential root cause for this failure mode could be due to a user related (example: contact with sharp objects/ exposed to petrolatum based products/ mechanical failure/ operator error). The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "caution: this product contains natural rubber latex which may cause allergic reactions. Sterile unless package is opened or damaged warning: do not use ointments or lubricants having a petrolatum base. They will damage latex and may burst balloon. Do not aspirate urine through drainage funnel wall. Single use only. Do not resterilize. For urological use only. Valve type: use luer syringe. Do not use needle. To deflate catheter balloon: gently insert a syringe in the catheter valve. Never use more force than is required to make the syringe ¿stick¿ in the valve. If you notice slow or no deflation, re-seat the syringe gently. Use only gentle aspiration to encourage deflation if needed. Vigorous aspiration may collapse the inflation lumen. If permitted by hospital protocol, the may be cut off. If this fails, contact an adequately trained professional for assistance, as directed by hospital protocol. Should balloon rupture occur, care should be taken to assure that all balloon fragments have been removed from the patient." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned